Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that patient was hospitalized. Blood glucose at the time of event was 22 mmoll. Patient was using insulin pump within 48 hours of high bg event. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: bahrain.